Manufacturer narrative:
Additional contact information: direct: (B)(6).

Event description:
Information was received indicating that a, cadd legacy plus, mdl 6500, pump was alarming no disposable, clamp tubing. It was reported that troubleshooting was unsuccessful. Per reporter residual volume was: 25.5. No adverse patient effects were reported. No additional information is available at this time.